Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered a cuvette jammed in the ipq. The cse removed the cuvette and cleaned the sample barcode reader. The system was rebooted and the cse confirmed that all samples in a sample rack were properly read. The sample rack was not processed correctly due to a jammed cuvette in the input queue. The system had alerted the user regarding a problem with rack loading and the operator should not have loaded the sample rack. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc) after observing error messages meaning "a sensor is not detected in allowed range during move of rack loader." The operator had loaded a rack with quality control (qc) samples. The error message appeared prior to loading the rack into the in-process queue (ipq). After the error message, the system loaded the rack but the sample ids were not correctly assigned. The customer provided an example where position b was skipped and position c was assigned the sample ID of position b. The incorrect sample ID assignments continued until the last position was reached. The issue occurred only on qc samples and no patient samples were run. There are no known reports of patient intervention or adverse health consequences due to the sample ids being assigned incorrectly.